Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to accuracy and precision. A field service engineer (fse) was dispatched: the fse replaced parts and verified the instrument's performance. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter regarding an erroneously high platelet (plt) result generated by the coulter act diff 2 analyzer for one patient. The customer sent the specimen to a reference lab for rerun, and plt result obtained was lower. The customer believes the reference lab result is correct, and reported the plt result out of the lab. The original plt result was not reported out of the lab. There was effect to the patient or user.